Manufacturer narrative:
Report date: 02jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device will not power on and alarms. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated that they replaced the mc pcba and still does not power on. The pm pcba and power supply were then replaced, and the device still had the same issue. The rse provided the customer with the part information for the cpu pcba. A good faith effort was made, and the customer stated that the replacement of the cpu pcba did resolve the issue and the device powered on.